Manufacturer narrative:
(B)(4).according to the instructions for use potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleak

Manufacturer narrative:
Concomitant product(s): norvasc, aspirin, colace, estrace, synthroid, ativan, cozaar UDI: (B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis, key anatomic elements that may affect successful treatment of the lesion include significant thrombus and / or calcium at the arterial implantation sites.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a (B)(6) type ii thoracoabdominal aortic aneurysm measuring 57.2mm in diameter. A left common carotid artery (lcca) and left subclavian artery(lsa) bypass with vertebral transposition was performed, and three conformable gore tag thoracic endoprostheses were implanted. The most distal ctag device was placed at the rostral margin of the celiac artery; and the most proximal device was placed at the caudal margin, of the left common carotid artery(lcca). The patient tolerated the procedure with a distal type I endoleak noted at the conclusion of the procedure. The physician chose to monitor the patient. It was reported that the patient had a compromised distal neck at the origin of the celiac artery due to the presence of 50% circumferential thrombus. On (B)(6) 2015, due to reported progression of the distal type I endoleak, an additional conformable gore tag thoracic endoprosthesis was implanted within the most distal device previously implanted; and extended just above the superior mesenteric artery. Additionally, a viabahn endoprosthesis was implanted in the celiac artery. It was reported that the endoleak was thought to have progressed, due to inadequate seal in the distal landing zone, minor growth and a loss of apposition along the right side of the aorta. The maximum diameter of the aortic aneurysm measured 50.4mm. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.